Event description:
The customer provided anecdotal info regarding disconnections from the maxplus valve. A disconnection has occurred prior to connection to the pt's venous access and after the tubing has been primed using a medifil pre filled saline syringe. The syringe will disconnect from the IV tubing while the IV line is being established. Also, medifil syringe disconnections have occurred while medications are being pushed which caused a leak of the solution. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.